Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the right ventricular (rv) lead exhibited post-paced t wave oversensing. Programming changes were made to resolve the issue but then noise episodes were seen again. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.